Manufacturer narrative:
Patient date of birth unavailable. Patient weight unavailable.

Event description:
A lead extraction procedure commenced to remove one right atrial (ra) lead due to non function. A right ventricular (rv) lead was also present in the patient but was not targeted for extraction. A spectranetics lead locking device (lld) was inserted into the ra lead to act as a traction platform to aid in extraction. During the procedure, the physician was applying traction to the lead and when the lead was pulled back, an effusion was noted. Rescue efforts commenced. A pericardiocentesis was attempted but was unsuccessful. The physician then performed a subzyphoid cut and noted significant blood, so a sternotomy was performed. When the patient's chest was opened, a small hole in the atrium was noted that had clotted off. They also noted that the patient's rv lead, which was not initially targeted for extraction, was broken. The rv lead was removed successfully post sternotomy. The patient survived the procedure and reportedly made a full recovery. There was no alleged malfunction of the spectranetics device in use during the procedure.